Manufacturer narrative:
The subject device was received and evaluated. Device inspection found bent video connector pin causing b30 error (no image). Video connector needs to be replaced. Using a test reference video connector, the device passed all functional test including output signal and images. Based on evaluation findings, the reported customer issue was confirmed and found to be attributed to failure on video connector (bent pin). Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer reported device displayed e error code, giving b30 error. The issue found at preparation for use. There is no patient involvement associated on this event. No user injury reported. Device evaluation found bent video connector pin causing b30 error (no image). This report is being submitted for video connector failure causing no image.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the reported issues due to a failure on the video connector from bent pins. The specific root cause of the bet pins could not be determined at this time. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. If the connector on the endoscope side is inserted into the processor in a state where the tip of the connector is missing/foreign matter is attached to the tip, the connector is caught by the terminal of the video connector receiver. 2. Insertion of an additional endoscope with a stick on the terminal leads to curvature of the terminal by pushing it back. The event can be prevented by following the instructions for use which state: ¿confirm that the electrical contacts inside the video connector socket of the video system center are not damaged.¿ ¿confirm that the electrical contacts inside the video connector of the videoscope are not damaged.¿ ¿confirm that the electrical contacts of the connectors of the camera head are not damaged.¿ ¿confirm that the connector of the camera head is not damaged.¿ olympus will continue to monitor field performance for this device.